Manufacturer narrative:
Device data from (B)(6) 2026 were reviewed and confirmed hyperglycemia beginning after a supply change. Engineering logs showed no malfunction alerts, motor errors, or dosing failures, and insulin delivery occurred as intended in response to cgm values.the event coincided with user-reported vomiting and suspected viral illness. The user was treated at the hospital and not admitted. No device malfunction was identified, and the hyperglycemia is consistent with intercurrent illness.

Event description:
On (B)(6) 2026 the caregiver reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high following a supply change. The user was transported to the hospital by a caregiver where the user was treated with potassium, magnesium, saline, and nausea medication and discharged (B)(6) 2026. No long-term health effects were reported.